Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device revealed breakage. The device did not fall apart as initially reported. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that while impacting the femur, the impaction handle actuator and spring fell off. All parts were retrieved. This did not delay surgery. All parts are returning.